Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "loading not possible" and referenced a hardware error. No pt impact.